Event description:
This case was reported by a lawyer and described the occurrence of neuropathy in a (B)(6) female patient who used super poligrip (formulation unknown) as a denture adhesive. A physician or other health care professional has not verified this report. Co-suspect product included fixodent. On an unknown date, the patient used super poligrip at unknown dosing. At an unknown time after using super poligrip, the patient experienced neuropathy, zinc high, copper deficiency, and nerve damage. This case was assessed as medically serious by gsk. At the time of reporting, the events were unresolved. According to the legal complaint, the patient received partial dentures in 1995 and full dentures in 2000. The patient's denture adhesive products of choice were super poligrip (and/or other super poligrip branded products) and fixodent (and/or other fixodent branded products). The patient discontinued use of super poligrip and fixodent after she was diagnosed with neuropathy attributed to excess zinc and resulting copper depletion attributable to super poligrip and fixodent. The patient now "suffered profound and permanent neurological and other injuries attributable to her use of super poligrip and fixodent." The patient was unable to "perform her normal, customary and daily activities." The patient's injuries were considered permanent and would continue into the future.

Manufacturer narrative:
The manufacturer's report number for this case is 9681138-2010-00274. Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).